Event description:
It was reported that the asymptomatic patient presented in the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed successfully. The device remained implanted.

Manufacturer narrative:
(B)(4).